Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The sample was not available for eval and investigation. Without the actual product, a complete analysis cannot be conducted. The pump is being retained at the hospital at this time. Info received confirmed that the product expired in april 2010, but was used in (B)(6) 2010. Follow-up with the customer indicated that the pt is doing well. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
(B)(6).